Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty turning the cartridge connector due to hand weakness and dexterity limitations, leading to challenges attaching the connector during a supply change, while blood glucose was not affected. Symptoms included impaired manual dexterity. Outcomes included the need for assistance from a caregiver and shipment of replacement supplies intended to improve ease of handling. Investigation included customer support troubleshooting and user coaching. Investigation of this case revealed user handling difficulty with the connector and no device alerts or alarms. It was concluded that the event was related to user dexterity limitations and not a device malfunction.